Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator has no ac mains led indication. The customer reported there is power to the power supply. The customer reported there was no patient involvement. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance, who advised the biomedical engineer replace the power supply to address the reported problem. The biomedical engineer reported the power supply was replaced as advised.